Event description:
It was reported that the pt had undergone hyperbaric treatment for his shoulder and that difficulties were encountered at refill. During a routine pump reservoir refill, the hcp reportedly was able to aspirate the reservoir, (the arv = erv) but unable to fill it with the full desired amount. The hcp reported, resistance was noted and she was unable to fill the reservoir beyond 30mls. The patient has had multiple refills in the past without any difficulty utilizing the full functional reservoir volume. The hcp is concerned that the recent hyperbaric exposure has caused damage to the pump reservoir and thus limiting the use of the full capacity. The pt had 90 minute exposure at pressure of 2.5 ata in 2008. No patient symptoms were reported. Device evaluation was being considered as although the pump may infuse properly, the hcp may not ever be able to refill with any more than 30 mls.

Manufacturer narrative:
.